Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg swap due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg swap due to an unknown reason. Additional information was received that the ipg was no longer working as intended and was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted device was discarded.